Event description:
It was reported that a user on ilet for approximately three months experienced highly variable glucose levels with lows followed by highs, with nausea during hyperglycemic peaks; the user performed a factory reset per prior guidance and reported worsened control thereafter, with no alerts or alarms reported and no backup therapy available. Symptoms included hypoglycemia with associated nausea during subsequent highs. Outcomes included self-treatment with oral glucose and completion of troubleshooting and education, including review of meal announcements and spacing, and assignment for additional clinical follow-up. Investigation included remote troubleshooting, user education, and assessment of device use patterns. Investigation of this case revealed an unclear cause, with no device alarms and no identified device malfunction, and potential need for another factory reset could not be confirmed as a root cause. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.